Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. Based on the visual inspection and functional test performed on the returned device, the reported event was not confirmed. Other events were detected during inspection. Therefore, the device did not meet its specifications or function. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely water invaded scope connector and abnormality such as short circuit temporarily occurred, causing the scope communication to occur. Instructions for use (IFU) states "not to attach/detach leakage tester under water during leakage test as it may result in water invasion of the device". "Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage". The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution "turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor". ¦warning and cautions: disappeared or frozen endoscopic image: warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image. "Confirm that the wli and nbi endoscopic images are normal". 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and no additional reportable findings were found. Before the device was returned, it was reported that an olympus technical support representative advised the customer to power off the video system center/remove the light source, clean the scope connectors with alcohol prep pad, and reconnect the devices, but the issue persisted. The customer was also advised to use another video system center/light source after which the customer indicated that the displayed error disappeared. Should additional relevant information become available, a supplemental report will be submitted. This report is related to patient identifier (B)(6) (2/2).

Event description:
It was reported, the bronchovideoscope displayed a e216 error code (scope communication error). The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of patient harm.